Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient received inappropriate shocks for svt. The patient elected to have the shocking capability of the device turned off. Patient was in stable condition.